Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged charge/battery lasts less than expected and cosmetic damage at battery compartment on (B)(6) 2022. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No insulin pump error, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The insulin pump downloaded history confirmed the insulin pump alarmed low battery alert on (B)(6) 2022 at 09:15:00.000, power loss alarm on (B)(6) 2022 13:29:54.000 and battery failed alarm on (B)(6) 2022 at 13:14:47.000 due to customer's faulty aa battery. Insulin pump was cut open and found moisture damage on electrical board, motor and force. The following were noted during visual inspection: cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, serial number label fading, pillowing keypad overlay and keypad overlay texture damage. Insulin pump passed required testing. Charge/battery lasts less than expected was not confirmed. Cosmetic damage confirmed behind the insulin pump at the battery compartment and battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reports low battery alarm or short battery life. Trouble shooting was performed. No harm requiring medical intervention was reported. The product will be returned for analysis.